Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported by the customer that the device was displaying a service icon and had multiple error codes in its memory that indicate a potentially critical failure. There were no reports of pt use associated with this failure.